Manufacturer narrative:
The lot number in this procedure is not known; two possible lot numbers were provided. Batch record review was performed for the two possible lot numbers 08b13d and 08g03l. The review indicated the product met release criteria. Retention samples were tested; results met specifications. There have been no other reports in these lot numbers. Additional information was requested.

Event description:
A surgeon reports a patient with symptoms of inflammation and a sudden decrease in visual acuity four days following intraocular lens (iol) implant surgery. The anterior chamber and vitreous were white and there was tyndall. There was no pain or redness. The event was described as more inflammatory then infectious. The patient was treated with medications. Additional information has been requested. There are two medical device reports being submitted for this event. This report is for viscoelastic.